Manufacturer narrative:
The phacoemulsification (phaco) handpiece was received and a visual assessment of the returned sample found slight separation at the cable and strain relief near the connector and near the phaco handpiece end. A flow rate test was performed on the irrigation and aspiration lines of the handpiece, which found the handpiece to meet product specifications. The returned phaco handpiece was connected to a calibrated system. The phaco handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the handpiece to meet product specifications. The phaco manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. A review of the associated service record was performed. The company service representative was not able to confirm or replicate the reported event. The ar found the associated system to meet product specifications. Unrelated to the reported event, slight separation at the cable and strain relief near the connector and near the handpiece end were observed. However, how or when the nonconformity occurred remains inconclusive. The phaco handpiece was found to meet functional specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a cataract extraction surgery the patient experienced a burn at the incision site. The surgery was completed on the same day. Hospitalization of the patient was not required. Patient symptoms have resolved. Additional information has been requested. Additional information received indicated the patient required a suture to close the wound.